Event description:
Poor sensing was noted during atrial lead revision causing the rv lead to dislodge.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.